Event description:
Had been using dreamstation CPAP for about six months. At first it was quite helpful; I felt better rested during the day. About a month ago, I could sense toxic fumes in my airway and lungs which is likely from the sound abating foam due to the recall. FDA safety report ID # (B)(4).